Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Approximately two and a half months post implant it was reported that the right ventricular (rv) lead had dislodged and was unable to capture. It was noted that the lead dislodgement was seen on x-ray and that the rv lead was not making contact to heart muscle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.